Event description:
Nurse reported that on (B)(6) 2015 a patient's PICC dressing became very wet and fell off at the start of infusion at home. The patient alleged she could see a hole in the PICC. The nurse received a call the next day because the patient was unable to reach the home care agency. Patient was instructed to come in to the hospital. The nurse noted a hole at the 6cm mark and reported that the PICC was removed and replaced on (B)(6) 2015. The original PICC was reported to have been placed on (B)(6) 2014 with the insertion length 35cm, external length 2cm for a total length of 37cm.

Manufacturer narrative:
The complaint of a leaking catheter was confirmed and the cause appears to be use related flexural fatigue damage. The product returned for evaluation was one 4fr single-lumen powerpicc solo catheter. The catheter contained depth markings 0cm-37cm. Microscopic examination of the distal end of the catheter revealed evidence of a scissor cut. Adhesive residue was seen throughout the proximal end of the sample, starting just proximal to the 2cm depth marking. A partial circumferential split was observed between the just distal to the 6cm depth marking. The sample was patent to infusion using water from a 12ml syringe. A leak was found to be emanating from the split site. Microscopic examination of the split site revealed stress discoloration at the corners of the splits, as well as on the opposing inner catheter wall as observed when bending the catheter. The cross-sectional area of the split site was granular with a rounded fracture edge on one side of the split. Buckling of the catheter material was also noted. Bending the catheter at the split site revealed kink memory in the material. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. A lot history review (lhr) of reyj0837 showed no other similar product complaint(s) from these lot numbers.